Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seizures in sleep, dry throat, very tired, fatigue, headaches and sleep not good. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seizures in sleep, dry throat, very tired, fatigue, headaches, sinus affection, 6 chronic illness and sleep not good. There was no report of patient serious harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Sections e1 and h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 07, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seizures in sleep, dry throat, very tired, fatigue, headaches, sinus affection, 6 chronic illness and sleep not good. The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. (Product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.